Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: +44 1702608908. Attempts have been made to obtain missing information. However; to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one haptic was found to be missing which the surgeon thinks was broken in the cartridge itself. The lens had to be removed from the patient's eye and a new one inserted. The issue was identified after implantation/application which the lens was fully inserted. Through follow up we learnt that patient outcome was good. Event date is unknown. No further information was reported.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not received as part of the return. Visual inspection of the handpiece revealed that the cartridge tip was bent and that the plunger rod was bent inside of it which is consistent with a handpiece that was dropped. Inspection of the cartridge revealed that no part of the alleged detached haptic could be found inside of the handpiece. The complaint issue dc-haptic detached was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the event date of the (B)(6) 2022 as well as the physician dr. (B)(6) was written by the customer on a label placed on the returned material. Field below updated. Section b3 - event date: (B)(6) 2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.